Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reporting that their actual battery had reached it¿s life. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that anytime the patient had an issue with a battery of device they would contact and meet with their manufacture representative directly. Patient service was not able to clarify what any of the issues were as the patient had disconnected to call. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. They stated they were "actually going to have to call back because (they were) dealing with a problem with their stimulator with their hospital and that's why they were calling" and they were going to call back. They then reported seeing a code since 2018 (they stated for the past 5 months) that her ins battery was coming to an end. They were referred to their doctor to check their ins battery. She stated she did not have a current doctor. They were emailing the patient a list of doctors. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's battery was near end of life and they were in search of an healthcare provider (hcp) to get the device replaced. The patient indicated that the battery issue started a while ago, but couldn't be certain when. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient on (B)(6) 2019. It was reported that the patient was getting her implantable neurostimulator (ins) battery replaced soon, but she got the flu, so she had to cancel. The patient also reported that when she was trying to charge the battery; she was charging for three hours and could not get the two battery pictures filled. Lastly, the patient reported that there was no issue with implant. There were no further complications reported or anticipated.